Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly and subsequently shut off while plugged into a power source. Customer reported an elevated blood glucose (bg) level of 250 (mg/dl) and administered an injected to stabilize bg level. Customer indicated injections would be used as back-up therapy.